Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. Fifty four representative samples were available for analysis. Visual inspection noted a tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. During evaluation of representative samples, the sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet the mean and individual specifications. Additionally, the samples were subjected to testing of the needle attachment force at 90° (degrees) of rotation. Results demonstrated lower forces than are typical for 90° attachment forces of this usp size suture. It was reported that the suture thread w as breaking off the needle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during orthopedic procedure, the suture thread was breaking off the needle. Another suture was used but the issue occurred. Another box of suture was opened to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: cl-813 - cl-813 polysorb* 1 vio 75cm gs21 x36 - lot# a5c2225y. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The complaint device was not returned for evaluation. Fift y-four sealed suture with the appropriate packaging that were representative of the complaint lot were available for evaluation. Visual inspection of representative samples noted that a tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. Functionally, the sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. The instron then pulled the sutures at a rate of 300 mm/min until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet ep (european pharmacopoeia) mean and individual specifications. It was reported that the suture thread was breaking off the needle. The reported issues was confirmed. The most likely cause was determined to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The complaint device was not returned for evaluation. One sealed suture with the appropriate packaging that were representative of the complaint lot was received. Visual inspection of the representative samples noted that light assisted microscopic inspection of the breathable pouches noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and microscopic inspection of the sutures was performed. Varying degrees of discoloration (dark color) and suture stiffness were noted near the needle attachment point of several sutures. The foil pouches were inspected and no signs of damage or abnormalities were identified. During functional testing, the breathable pouches were opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The sutures were loaded onto an instron machine by clamping the needle with a pneumatic grip with a serrated face and the suture end with a pneumatic yarn grip. No suture breakage or fraying was noted while handling/loading the sutures into the instron machine. The instron then pulled the sutures at a rate until the needle disengaged from the sutures. The load force at the point of detachment was measured and the results were found to meet ep (european pharmacopoeia) mean and individual specifications. The samples were also subjected to testing of the needle attachment force at 90° (degrees) of rotation following discussions with design engineering. Results demonstrated lower forces than are typical for 90° attachment forces of this usp (united states pharmacopeia) size suture. It was reported that the suture thread was breaking off the needle. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.